Manufacturer narrative:
The impella cp was returned and an investigation is underway. A supplemental MDR will be filed upon completion of the investigation.

Event description:
The complainant reported a (B)(6) year old white female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp pump. Approximately 2 days after placement, the patient exhibited diminished pulses in the foot of the impella inserted leg. As a result, the impella was removed. No new pump insertion was required, as the patient's hemodynamics had improved.

Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Upon examination of the pump's repositioning sheath, the outer diameter od was measured to be within the specification. A review of the device history record confirmed completion of incoming inspection for the guidewire repositioning sheath lots associated with this pump lot. No manufacturing issues, reworks, or complaints are associated with this failure mode from this pump lot. Due to lack of clinical data, a root cause for the patient's leg ischemia could not be determined.